Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while implanting a 3.0 x 23 mm xience v stent in a tortuous & calcified lesion, the physician had a lot of resistance and a dissection/perforation occurred. Another xience v stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
.